Event description:
It was reported that following the implantation of a sparc, the patient experienced difficulty emptying their bladder. The patient failed their trial void on (B)(6) 2015. The patient had a post void residual of 400cc by straight catheter. The patient was given a foley catheter and discharged from the hospital. The event is considered recovered/resolved with no sequelae. No further patient complications were reported at this time.